Event description:
It was reported that the lead exhibited >2500 ohms unipolar impedance. At a previous follow-up, the unipolar impedance was 389 ohms. The patient had been in an auto accident and the physician suspected fracture or crush. During the replacement procedure, there was no evidence of fracture visible.